Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "bilateral exchange of textured devices due to patient's concern with product" later healthcare professional reported a rupture as "hole non specific" devices explanted and will return.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the radius side assessed as fold flaw opening. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: white calcification observed in the surface of the shell. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "bilateral exchange of textured devices due to patient's concern with product" later healthcare professional reported a rupture as "hole non specific" devices explanted and will return.